Event description:
It was reported that the rotawire has a white foreign substance on several locations. The target lesion was located in a severely calcified artery. Two rotawire and wireclip torquer were selected for use. During preparation, it was noted that there was large and hard lumps of white foreign substance on several locations and could not be removed. A kink was seemed to be present. The procedure was completed with another of same device. No patient complications were reported.